Event description:
Reportedly, the surgeon thought he closed the instrument and then he squeezed a second time but nothing happened. He cut off the rectum but the instrument didn't place any staples. After the operation, he fired the instrument and the device fired fine. Procedure: proctocolectomy.